Manufacturer narrative:
B3: date of event; day is unknown. Month and year provided (5/2025). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
Alarming with red screen. There was no patient involvement.

Manufacturer narrative:
Received one device. During testing, this could not be confirmed or replicated. Log events was reviewed and there are no errors related to the customer complaint. Probable cause: none found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.